Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the retainer ring was gone and not cracked. Customer declined troubleshooting for high blood glucose level, not for low blood glucose level.

Manufacturer narrative:
Device received with critical pump error (open book image) due to corroded electronic assembly. The force sensor was corroded and the battery tube was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to critical pump error (open book image). Unable to complete the pump trace history download on thus or perform the carelink upload due to critical pump error (open book image). The electronic assembly was stuck in the device case and was damaged when removed. Device had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label, faded end cap address label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 500 mg/dl. The customer was using the insulin pump within 48 hours of high blood glucose event. Retainer ring was cracked and also insulin pump was cracked at back, serial number rubbed off. Reservoir was not able to lock in place. Customer declined troubleshooting for low blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.